Manufacturer narrative:
Evaluation summary: the customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue by enabling functions. The system met specifications at the time of release. The root cause of the reported event could be attributed to user error. The system was found to meet specifications.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
An instrumentalist reported that the system intraocular pressure (iop) control did not function during surgery. The surgery was completed using the system without iop control. There was no patient harm. No system messages were displayed. No additional information is expected.